Event description:
Information was received from the patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient's handset was not working right since a week ago. Patient stated they were getting error code 338 and they had to restart the application. Patient stated it was very frustrating because the personal therapy manager (ptm) takes long time to connect to do the bolus. Patient stated they get 5 bolus a day. Patient mentioned she cleared data a long time ago. Patient stated they just gave themselves a bolus and now seeing the lockout screen. Patient service reviewed meaning of 338 code and assisted patient clear to the data on the handset. Agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.